Event description:
It was reported that during a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument connection was twisted and was allegedly not working. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the connection was twisted and not working was not confirmed. Engineering performed a visual inspection and found no connections were twisted on the instrument; however, the banana plug is bent. The banana plug at the back of the housing was bent towards the direction of luer plate. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Additional observation found by engineering not reported by site was damage on the main tube. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.